Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for plastic protrusion in tube with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of plastic protrusion in tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode plastic protrusion in tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® edta 2k had a plastic protrusion inside the tube. There was no report of patient impact.